Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes. Upon review, crosstalk oversensing of p waves and pacing inhibition on the left ventricular (lv) lead were observed. Ts provided programming optimization recommendations. The device was successfully reprogrammed. At this time, the lv lead and crt-d remain in service. No adverse patient effects were reported.